Event description:
It is reported that the pt had a right hip aspiration.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: aspiration yielded slightly cloudy, yellow-tinged joint fluid. No lab results were available for review. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.